Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have to replace their battery every three days. His blood glucose is unknown. He said that he has tried different batteries but to no avail. The customer mentioned that he has a new battery cap. The insulin pump will not be returning for analysis.